Manufacturer narrative:
This medwatch is submitted to send the initial report and the result of the investigation of this complaint. UDI: (B)(4). Without a product return, no product evaluation is able to be conducted. Review of traceability and review of the device history records did not reveal any non-conformances to specifications or deviations in procedures that might have contributed to the reported event. From the information provided, the product history records, the recurrence of this type of event for this product, the investigation found no evidence to indicate a device related issue. The root cause is related to a user error during insertion, distraction forceps were not used for distraction. As indicated into mobi-c surgical technique : step 3_ "use the paddle distractor to create parallel distraction (caspar distraction alone may not properly distract posteriorly). When the desired height is obtained, lock the caspar distractor to hold distraction" & "it is important to achieve parallel distraction. Use the caspar distractor to maintain the parallel distraction achieved by the paddle distractor". Without distraction forceps and the mobi-c no touch level, rotational movement may occur causing the prosthesis disassembly. Based on the available information, there is no need for specific action for this case. Root cause: user error during insertion (distraction forceps were not used nor level). Device evaluated by MFR: lost after surgery.

Event description:
Mobi-c p&f us: disassembled during positioning. As reported , during a mobi-c surgery: mobic disc came disengaged from insertion cartridge during the positioning of the device. The disc then apart and was unable to be reassembled. Standard discectomy technique was used and surgical technique was followed in an appropriate manor. Patient was not affected by the event occurring. A new implant was opened and implanted without further issue. Surgical delay was approximately 5 mins to remove device, attempt to reassemble device, open new device and implant new device. The surgeon didn't use the mobi-c no touch level nor the mobi-c distraction forceps. Caspar distraction pins were used, the posterior disc height had collapsed since trialing. Slight rotation did occur when implant was halfway down. Distraction forceps were used to insert the new device, no further issue reported. No impact on patient.